Event description:
The complaint received states that during use the deltaplush (cpl100406-30/g11890) was unable to be re-sheathed, and the device and microcatheter were removed as a unit. The procedure was coil embolisation of internal carotid artery aneurysm that was not calcified and heavily tortuous. No patient information (age, gender, dob and weight) was provided. Access was obtained from femoral artery. During the procedure, the coil size of the deltaplush (cpl100406-30/g11890, complaint product) was not proper for the target lesion, and so the physician wanted to re-sheath it. However, during that time, he carefully tried to re-sheath the deltaplush but failed for unknown reason. Therefore both the deltaplush and the microcatheter (headway/terumo, type str) were safely removed as a unit from the patient. The procedure was continued using a new product (cdf100510-30, lot unknown) with a new microcatheter (excelsior sl10/stryker, type j). Afterwards, the procedure was successfully completed without any further issues. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available. No patient injury/complications were reported.

Manufacturer narrative:
(B)(4). The complaint received states that during use the deltaplush (cpl100406-30/g11890) was unable to be re-sheathed, and the device and microcatheter were removed as a unit. The procedure was coil embolisation of internal carotid artery aneurysm that was not calcified and heavily tortuous. No patient information (age, gender, dob and weight) was provided. Access was obtained from femoral artery. During the procedure, the coil size of the deltaplush (cpl100406-30/g11890, complaint product) was not proper for the target lesion, and so the physician wanted to re-sheath it. However, during that time, he carefully tried to re-sheath the deltaplush but failed for unknown reason. Therefore both the deltaplush and the microcatheter (headway/terumo, type str) were safely removed as a unit from the patient. The procedure was continued using a new product (cdf100510-30, lot unknown) with a new microcatheter (excelsior sl10/stryker, type j). Afterwards, the procedure was successfully completed without any further issues. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available. No patient injury/complications were reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.